Manufacturer narrative:
Product event summary: data files and lesion summary report were received and analyzed. Steam pop was reported to have occurred during the lesion #93 by the user. It is plausible that the reported steam pop issue occurred during the procedure. In conclusion, the reported issue (steam pop) was determined plausible through data analysis. The device has been returned and product analysis results are pending. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the afr-00001 sphere 9 catheter with lot 0231857964 was returned and analyzed. During external visual inspection, the catheter was found to be intact, have no defects, and no nonconformities. The cirris tester e-114 sn (B)(6) was used to perform the shorts and mapping tests and both showed failing results on p1, p2, and p3 electrodes. The keyence microscope e-220 sn (B)(6) was used to verify the open circuits on p1, p2, and p3 electrodes as well as to identify if there was any glue or adhesive residue on the nozzle, none was observed. Broken wires were observed on p1, and p2 electrodes. Insulation damage was observed on the p3 electrode. The open was found in the cage of the catheter, zone 1. The occlusion tester e- 106 sn (B)(6) was used to test for irrigation. Testing resulted in a fail with 14.3501 psi. The catheter was functionally tested using the test capital equipment cable. Testing found no errors or alert indications on the test capital system. In conclusion, the reported steam pop issue was not observed during testing. The catheter failed the returned product inspection due to an open circuit in zone 1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the sphere catheter for a cardiac ablation procedure, a steam pop occurred on application 93. The case was completed. No patient complications have been reported as a result of this event.